Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Additional information: a 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump that would not reset and came up with a failure was confirmed by service. This condition was caused by a loose connection between the pumphead connector and the air-in-line printed circuit board (pcb). The pumphead connector was reattached to the air-in-line pcb to correct the reported condition. Additional information: this involved a colleague p1.5 infusion pump with user interface module master software version 5.09.92. A follow-up report will be filed if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that cannot be reset and comes up with a failure; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available. The software version is currently unknown at this time.